Event description:
It was reported that on (B)(6) 2015, the patient presented with a non-st elevated myocardial infarction (mi), elevated troponin and creatinine kinase-myocardial band (ck-mb), greater than 5 times the normal upper limit and elevated creatinine kinase (ck). On (B)(6) 2015, pre-dilatation, with an over the wire (otw) trek was performed on the 99% stenosed, distal left anterior descending (lad) coronary artery lesion. Following, a dissection was noted and no treatment was reported. A 2.5x28mm xience xpedition was successfully implanted in the distal lad lesion and during post dilatation, the patient complained of chest pain. Per study physician, the chest pain was not serious. There was no treatment provided and there was no prolonged hospitalization. The chest pain resolved without sequela that same day. Post procedure enzymes were noted to be normalizing. On (B)(6) 2015, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). On (B)(6) 2015 (07:20): troponin I=10.13 ng/ml, upper reference limit 0.06. On (B)(6) 2015 (0905): ck= 398 u/l, normal upper limit 308. On (B)(4)2015 (0905): ck-mb= 30 ug/l, normal upper limit 5. During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of dissection, as listed in the trek rapid exchange (rx) coronary dilatation catheter instructions for use (IFU) is a known patient effect. Although conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information reviewed, there is no indication of a product deficiency.